Manufacturer narrative:
(B)(4). Method: the returned circuit was pressure tested and submerged in a water bath to check for leaks. Results: the water bath test showed the location of the leak to be in the evaqua (expiratory) limb, near the elbow. Conclusion: there is a break in the seal between the elbow and evaqua tube which is sealed with glue. The cause of the leak was therefore the glue in the connection not creating a complete seal. All circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected. This is an automated process and the circuit would have met the required specification at the time of production. The leak has therefore occurred post production. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt236 infant breathing circuit started to leak right after set up and that the leak occurred on "the area that connects the corrugated tubing" to the chamber. This was found before patient use.